Event description:
It was reported that during a bariatric procedure, there was a gas leakage through the valve access. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). After further investigation it was determined device c belonged to a different complaint. Analysis transferred and submitted to FDA on # 3005075853-2012-04779.

Manufacturer narrative:
(B)(4). Leak failure. The analysis results found that device (a) was received in a good physical condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device. It was noted to leak during insertion and removal of the test probe through the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (c) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h92d49, mfg date: 10/7/2011; exp date 09/07/2016.